Event description:
It was reported that the ilet device screen cracked after the user forcefully placed the device into a pocket at work, resulting in a damaged display and the need for a replacement unit, while the user transitioned to a backup pump and reported no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and continued diabetes management on an alternative pump. Investigation included a review of complaint details and device history where available. Investigation of this case revealed physical damage consistent with user handling, with no evidence of device malfunction. It was concluded that the event was attributable to mechanical damage from external force rather than a product performance failure.